Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen becomes noised occasionally. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the snowflaked image was caused by a defective ultrasound plug (u-plug) unit, and the noisy screen was caused by degradation of the charge-coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image displayed snowflakes. The event occurred during inspection for use. There were no reports of patient involvement.